Manufacturer narrative:
Product analysis: the complaints were confirmed. The liquid crystal display (lcd) was bleeding. The case was broken, causing the components to separate. Display wire was found to be pinched, with intact insulation. This was attributed to the wires being routed incorrectly. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was damaged. It was further reported that the epg's upper and lower case were separating from one another. The epg was returned for service. There was no patient involvement.